Event description:
A dr did lasik refractive surgery on both of rptr's eyes using excimer laser. Results permanently disabled rptr. This dr did second surgery on left eye with no positive results. Rptr is an electrical computer engineer. Rptr understands optics, lasers, physics involved in this process. After two surgeries and a long discussion with the dr it became apparent that this dr is truely incompetent to be doing this kind of surgery or operating this equipment. Rptr is currently under the care of another dr. Rptr's prognosis is not good. Rptr does not know if the equipment malfunctioned or the dr made a mistake, or both.